Event description:
The report from the field indicated that: during a coronary stenting procedure, the 2.5 x 28mm cypher stent was damaged and was withdrawn from the pt. There was no reported pt injury. Upon return of the product, it was noted that the proximal struts were uplifted.